Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that the pump plunger sensor was not working. No patient injury reported.

Manufacturer narrative:
Other text: b3: date of event is unknown. No information received to date. One device was received for investigation in good condition. The event history log showed that the syringe plunger is not in place. The device was functionally tested and found that the reported problem could be duplicated. The complaint is confirmed. The was caused because the plunger board was not glued on by the service tech in a previous repair. Service history review identified an indication that the complaint was related to a service of the device within the review period.